Manufacturer narrative:
(B)(4). Medical product: articular surface 12 mm height, item# 00596204012, lot# unknown. Unknown knee stem. Unknown knee augment. Foreign report source: (B)(6). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised ten years and three months¿ post implantation due to collapsed tibial plate from prior surgery. When surgeon removed old tibial plate, found that the plate had cracked posteriorly. There is no additional information available at this time.

Manufacturer narrative:
The previous report was submitted under the wrong manufacturer. This event will be reported under MDR 0002648920-2020-00349.

Event description:
The previous report was submitted under the wrong manufacturer. This event will be reported under MDR 0002648920-2020-00349.